Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 555 mg/dl at the time of the incident. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed not completed. The customer reported a hospital visit due to the low event on (B)(6) 2018 of 38 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot at battery tube threads area and stained address/serial number label. Unable to perform occlusion test, displacement test or dat test due to broken reservoir tube lip and missing reservoir tube o-ring. Unit was received with all the buttons intermittent response due to flattened all the buttons dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked.